Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and impedance measurements. It was further noted that the rv lead switched to a unipolar configuration. A lead revision was planned and the lead remains in use. No patient complicationshave been reported as a result of this event.